Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The patient has had noise on the far field and rv channel for several months. Pacing impedance, threshold and sensing are all stable, however noise looks like subclavian crush. Recommended bringing the patient in, testing for noise and getting a chest x-ray to confirm crush. Also, recommended replacing this lead. Update: this lead and the associated ICD were explanted on (B)(6) 2016.